Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated they were scheduled for two mris, one yesterday and one friday with sedation. Patient said the safety team went over it and made sure everything was off, and when they went in for the MRI, they were put to sleep and when they came back out in the recovery room, they learned the MRI was canceled because their heart stopped 2-3 times. Patient then said they don't have a bad heart and their blood pressure is fine. Patient said they were going to have the stimulator taken out and mentioned the stimulator wasn't helping anyways. Patient said that doctor wanted to do an MRI of the patient's back to see if they needed surgery for the issue with their back. Agent documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the device was removed on (B)(6) the patient stated that they had an MRI scheduled and the device was off. The patient stated they passed the safety test and when they went in to do the MRI, they had to abort it as the scan due to ventricular tachycardia. The battery remained stable and good pulse. There was concern about the EKG wave form that appeared to be monomorphic ventricular tachycardia above 200 bpm. This was immediately resolved once the scan was stopped. This was attempted multiple times with the same outcome. The patient stated that they do not have heart trouble. The patient did not provide information regarding the status of their implantable neurostimulator (ins).